Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that she experienced low blood glucose of 31 mg/dl and had the paramedics assist her. The customer explained that the insulin pump was replaced due to a failed battery test alarm and she had been off insulin pump therapy since (B)(6) 2015. Customer stated that she was treating with manual injections at the time of the low blood glucose event. Blood glucose at the time of the call was 131 mg/dl. The customer was assisted with programming the replacement insulin pump.